Manufacturer narrative:
During quality investigation the customer's complaint was duplicated. The motor and the press plug were corroded. Corrosion damage to the motor pins was identified as the probable cause of the failure. Preventive maintenance was done on the ball bearings and the device was repaired and returned to the customer.

Event description:
The stryker micro sagittal saw was sent in for evaluation because it was running on its own without activation. The event occurred during a routine maintenance visit. No adverse event was reported.